Manufacturer narrative:
Analysis inspected one opened or used sensor and performed continuity resistance test. Sensor failed per specifications. Unable to confirm adhesive anomaly on opened or used sensor.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 125 mg/dl while the sensor glucose reading was 45 mg/dl. The customer stated that she shut off the meter so it would not suspend her. The customer was advised that the sensor glucose versus blood glucose difference is not within acceptable range. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer stated that she had previous bent sensors. The customer will be sent replacement sensors.

Manufacturer narrative:
Analysis inspected one opened or used sensor and performed continuity resistance test. Sensor failed per specifications. Unable to confirm adhesive anomaly on opened or used sensor.